Event description:
It was reported that a user newly initiated on the ilet experienced a perceived low blood glucose reading overnight while also undergoing dialysis, and customer care provided education on ilet correction behavior and advised against early carbohydrate correction so the system could adapt. Symptoms included hypoglycemia with a documented glucose value of 78 mg/dl. Outcomes included no alarms, no alerts, and self-treatment with oral glucose. Investigation included troubleshooting with user education regarding device function and correction handling. Investigation of this case revealed no device malfunction or component issue and no evidence of an ilet performance problem, with the event considered cause unclear in the context of concurrent dialysis. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.